Manufacturer narrative:
(B)(4).

Event description:
Pt reported signal loss on rcvr only works with phone.

Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. A (B)(6) device pairing test was performed and passed. A transmitter functional test was performed and passed. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a loss of connection was not confirmed. The root cause could not be determined.